Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that caps are popping off the bd vacutainer® urine collection system tubes at multiple locations. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmh. The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
The initial MDR was submitted with an inaccurate event description because the device brand name was incorrect. It has been corrected to read: "it was reported that caps are popping off the bd vacutainer® specialty tubes; discard/no additive, hemogard¿/ clear at multiple locations. No injury or medical intervention reported." The initial MDR was submitted with the incorrect device brand name. The correct brand name is bd vacutainer® specialty tubes; discard/no additive, hemogard¿/ clear. The initial MDR was submitted with the incorrect device type code. The correct device type code is jka. The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Event description:
It was reported that caps are popping off the bd vacutainer® specialty tubes; discard/no additive, hemogard¿/ clear at multiple locations. No injury or medical intervention reported.